Manufacturer narrative:
Express 3 centrifuge unit was reported to be opening with lid open during a cycle. There were no injuries and no pt samples were lost.

Event description:
Customer reported the unit lid opens during spinning.